Event description:
Complainant alleged that the staff was monitoring a pt (age and gender unk) when they received an intermittent "ECG lead off" message. The complainant also alleged the the baseline railing was from the top to the bottom of the screen. The complainant indicated that there were no adverse effects to the pt.